Event description:
The event was reported from a foreign country. The ventilator was on a patient, having been set up at around 6:00pm. At 11:20pm, one of the nurses noticed that the screen had 'gone funny' and that the ventilator was no longer ventilating. One of her colleagues came over to transfer the patient (who was able to self-breathe) to another ventilator. Reports from the nurses include a description of the screen fading, and 'pixelation' of the screen. Another nurse reported a 'whining noise' from the ventilator, and another nurse reported noise from the bed.

Manufacturer narrative:
The alarm for the returned machine was found to be set at level 4, which is within the specification limit of the above standard. The alarm sound was measured by a qualified lab and found to produce the following sound volume: level 4=48.6 db (a) level 10=81.6db (a). The pc board was replaced with that respect. All final tests were indicated that the machine could be returned to customer. As a corrective action, versamed will recommend all users not set alarm volume below level 4. Modified software will be available during the upcoming months, and it will prevent users from reducing the alarm volume below the accepted levels of the standard.